Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, specifications, and quality control was performed. Visual inspection and functional testing of the returned device were also conducted. One ngage nitinol stone extractor was returned for evaluation. The device was returned with the handle and the basket formation in the open position. The collet knob was tight and secure. The male luer lock adaptor (mlla) was tight. The polyethylene terephthalate tubing (pett) measured 3.5 cm in length. A visual examination noted the support sheath was bowed. A kink was observed in the support sheath and the coil beneath admeasuring 1.5 cm from the nose of the mlla. The support sheath was bent over the nose of the mlla. A functional test determined that the handle did not actuate the basket formation. There was a damage in the basket sheath at the distal tip of the support sheath. The support sheath and the basket sheath are still intact. The basket formation has a smashed appearance. The handle was disassembled and the basket formation can be actuated with a lot of force. The cannulated handle was bent. It appears the device may have met resistance beyond its intended design. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record found no non-conformance noted during the manufacturing process. A review of complaint history found one other complaint associated with this product lot number 6971049. Based on available information, a definitive root cause can not be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The distributor reported during a left flexible ureteroscopy and laser of stone, the basket of the ngage nitinol stone extractor worked outside the scope. The basket failed to close around the stone when in use intra-operatively. No portion of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this issue. As reported, the patient did not experience any adverse effects due to this occurrence.